Event description:
Physician reported that following the valve replacement, pt was found with acute pneumonedema and blood pressure couldn't be detected. Physician could hear the voice of leaflet opening & closing in auscultation. Pt was returned to the or where the valve leaflet was discovered to not be opening & closing properly. The valve was replaced with a medtronic hall 27mm valve and was returned for analysis.